Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Eon as received fails functional testing and appears the 1.3 ucod u2 has failed. Problem was traced to capacitor c29. When this capacitor was replaced, the ipg functioned normally with no signs of intermittency of the outputs. Capacitor was checked with a lcr meter and measures to be in tolerance (1.09uf). Unit was tested on the autotester and passed all tests. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system including an ipg and two percutaneous leads on (B)(6) 2007. It was reported the device was explanted and replaced due to low impedance measurements and the patient ceased to receive stimulation. The ipg was explanted and returned to ans for evaluation. No additional information is available.